Event description:
The facility reported an infusion pump with a failure code 570:320:844:0000. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.